Manufacturer narrative:
(B)(4). Main investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The device was not explanted and therefore will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-organ failure (mof). It was reported that the death was device or therapy related.